Manufacturer narrative:
Device received with cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. Inserted a fully charged battery at 1.6v, battery displaying not a fully charged icon due to corroded battery compartment noted. Unable to perform displacement test or verify a21 error due to battery anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received unexpected restart alarm. Customer's blood glucose level was unknown. Customer reported that they need to reset time and date. Customer reported that the battery was going through very fast. The insulin pump was damaged on the side of battery compartment. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.